Event description:
It was reported that the customer had high blood glucose levels of 12.1 mmol/l. The customer reported that when delivering a bolus, the numbers would go up on the insulin pump. However, when the bolus is verified on the carelink report, the bolus that was apparently delivered would not show up. The customer would like to have the insulin pump replaced since the bolus would not show in the history of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored for two days and several boluses were programmed. The data transferred properly and all of the boluses were delivered and recorded properly. No bolus anomaly was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.